Manufacturer narrative:
(B)(6). The device was manufactured from march 25, 2019 - march 26, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and the bladder appeared ruptured. The reported condition was verified. Due to the nature of the sample, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor ruptured. The set was filled with 0.9% normal saline and 240ml endostar. There was no patient involvement. No additional information is available.